Event description:
"Hinged device for fractures involving the proximal interphalangeal joint". Authors: joel d. Krakauer, md and peter j. Stern, md, clinical orthopaedics and related research. The authors of the study reported that 20 patients were treated using smith and nephew compass pip hinge, 12 treated within 2 weeks of injury (group I) and 8 treated more than 4 weeks after injury (group ii), were reported. It was documented on the paper that there was one recurrent angular deformity, converted to silicone pip arthroplasty.

Manufacturer narrative:
It was reported from a literature review that the patient had recurrent angular deformity. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No individual clinical information has been provided for inclusion in this medical investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The paper was published in 1996. The physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. Possible causes could include but are not limited to patient reaction or patient medical conditions. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.